Manufacturer narrative:
Assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used, differences in reference materials/methods, and differences in the standardization methodology used. This event occurred in (B)(6).

Event description:
The initial reporter stated that they received discrepant results for one patient sample tested with the elecsys tsh assay and the elecsys ft4 iii assay on a cobas 8000 e 801 module and a second e 801 analyzer used for investigation. Incorrect results from the sample were reported outside of the laboratory to a physician. This medwatch will apply to the tsh assay. Patient identifier (B)(6) for information related to the ft4 assay. The sample was initially tested on the customer's e 801 analyzer on (B)(6) 2019. The sample was repeated using the accuraseed and architect methods. The sample was also provided for investigation where it was tested on a second e 801 analyzer on (B)(6) 2019. The e 801 analyzer used at the customer site was serial number (B)(4). The e 801 analyzer used for investigation is serial number (B)(4). Tsh reagent lot number 386646, with an expiration date of may 2020 was used on this analyzer.